Manufacturer narrative:
The actual needle and hub sample was returned to the manufacturer to be evaluated. The (B)(4) needle was separated from the (B)(4) hub. The overall needle length measured approximately 1.5" and appeared intact. The grit marking was evident on the (B)(6) needle. It appears the needle was not properly crimped in the (B)(4) needle hub. However, no specific conclusions can be drawn. The house retain sample for the reported final kit was pulled for eval. The 18ga introducer needle was dimensionally and physically tested and met all incoming specifications. There are no other reports of this nature against the reported catalog number or lot number. All available info has been forwarded to the actual manufacturer, tegra medical for further investigation. If any add'l pertinent info is received from tegra medical, a f/u report will be filed.

Event description:
As reported by the user facility: when the anesthesiologist was withdrawing introducer needle, the needle separated from the hub. Anesthesiologist was able to retrieve the needle. Add'l info provided by the facility indicated the needle was removed without incident and the pt suffered no adverse sequela associated with the reported incident.